Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the air-in-line alarm which was caused by low fluid numbers which would make the pump more sensitive to air-in-line alarms. The low fluid numbers were a result of a failed upstream sensor. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump alarmed air-in-line. It was also reported that there was no patient injury.